Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd display window noted. The test reservoir p-cap was able to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that there was crack at top right corner of screen. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.